Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to a third party service center and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.